Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la had a locking problem and was unable to deliver insulin. There was also an occurrence of foreign matter on the tip of the needle. The following information was provided by the initial reporter: customer informs: I bought 5 new pens and went to apply the insulin using the lot mentioned in my protocol yesterday. I had the locking problem again, as described earlier. Therefore, I will buy a new 4mm bd box to see if the locking problem will occur again. I ask you to register that the 1st pen in the first application will be unusable if they do not tell me how to remedy this repeated occurrence. Info add: in contact with the customer by phone, he informs that the insulin has not come out and notices the tip needle with orange color. With the new needle pack he did not identify the reported deviation.

Manufacturer narrative:
H6: investigation summary: customer returned (1) sealed 4mm, 32g pen needle from lot # 9240206. Customer states that the tip needle with orange color.. The returned pen needle was examined and no foreign matter was observed on the sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la had a locking problem and was unable to deliver insulin. There was also an occurrence of foreign matter on the tip of the needle. The following information was provided by the initial reporter: customer informs: I bought 5 new pens and went to apply the insulin using the lot mentioned in my protocol yesterday. I had the locking problem again, as described earlier. Therefore, I will buy a new 4mm bd box to see if the locking problem will occur again. I ask you to register that the 1st pen in the first application will be unusable if they do not tell me how to remedy this repeated occurrence. Info add: in contact with the customer by phone, he informs that the insulin has not come out and notices the tip needle with orange color. With the new needle pack he did not identify the reported deviation.